Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon was ruptured at 12atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).